Event description:
Reportedly, a new needle and grounding pads were used for the procedure. A 60 min radio frequency ablation was done under open surgery. Before the procedure, the position on the pt was changed to place the right side up. The surgical staff did not check the pads attachment. The pads were attached vertically (not horizontally) on the pt's thighs. The left femoral skin area under grounding pads were burned (8x1cm), 2nd degree burn). (Burn was found after rfa).